Event description:
It was reported that the implanted right ventricular (rv) lead exhibited high capture threshold. The rv lead was explanted and replaced on (B)(6) 2025.the patient was in stable condition.